Event description:
On (B)(6) 2012, the pt underwent emergent endovascular repair of the thoracic aorta for injuries sustained in a motor vehicle accident, which also included a spine fracture. The pt was successfully implanted with gore tag thoracic endoprosthesis. A gore dryseal introducer sheath was used to deploy the device. Upon removal of the sheath, the pt's blood pressure dropped. Imaging showed that the iliac artery used for sheath access had ruptured. Two gore viabahn endoprosthesis were used to successfully reline the iliac artery and contain the rupture. On (B)(6) 2012, it was reported that the pt had lower extremity paraplegia. Magnetic resonance imaging confirmed spinal cord ischemia.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore dryseal introducer sheath, instructions for use (IFU) specifies: "adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)."